Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed multiple bends and kinks along the shaft. Functional testing was attempted; however, the device would not prime. During analysis it was noticed through x-ray inspection that the hypotube was broken 51cm from the tip. The device could not be functionally tested due to the extreme damage on the device. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that device leakage occurred. An angiojet ultra pe catheter was selected for pulmonary thromboembolism procedure. However, during the procedure after 40 seconds of infusing the thrombolytic solution, a leak was observed coming out in the hub causing incorrect purging and general malfunction of the system. The procedure was completed by changing a new device. No patient complications reported. However, device analysis revealed a broken hypotube.